Event description:
It was reported that a patient underwent a left hip fracture repair procedure on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured nail. The nail was removed and replaced with a competitor component.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Examination of returned device was inconclusive.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures; loss of anatomic position with nonunion or malunion with rotation or angulation; infection and allergies and adverse reactions to the device material. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.